Event description:
A user facility submitted a repair request to the olympus service center, for an evis lucera colonovideoscope, having insufficient angle. Upon inspection and testing of the customer returned device, foreign material was found clogged in the scope air/water nozzle due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, due to wear of angle wire, bending angle in up direction did not meet the standard value, nozzle had foreign objects, due to wear of angle wire, the play of up/down knob out of the standard value, angle rubber scratched, adhesive on angle rubber chipped, adhesive on angle rubber cracked, adhesive on angle rubber had white-clouded area, bending tube dented, adhesive around objective lens peeled, adhesives around light guide lens white-clouded area, light guide lens cracked, nozzle deformed, distal end cover dented, connecting tube scratched, connecting tube wrinkled, and due to adhesive peeling around objective lens, streak of flare appears in the image. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely that the foreign material, which was bigger than the inner diameter of the air/water nozzle, had entered inside the air/water channel and caused the clog. However, the cause of the material entering and remaining in the device could not be specified. The nozzle was not reported to have been deformed but it was noted that reprocessing was not performed according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.